Event description:
A 77 mm diameter x 18 mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a subtotal occlusive lesion in the mesenteric vein in 2004. The vein had a very inferior takeoff and the physician did not pre-dilate the lesion. It was reported that the stent was advanced to the lesion and dislodged from the delivery system while being positioned. The stent was lost in the profunda. It was reported that the physician did not anticipate any complications due to the stent and the delivery system was removed from the pt. The lesion was pre-dilated and another manufacturer's stent was used to complete the case. No sequelae were reported and the pt is reported to be doing fine. The device was discarded.